Event description:
A us distributor contacted zoll to report that a patient developed back pain from the lifevest equipment. Patient reported that the lifevest was too heavy. There was no alleged device malfunction contributing to the irritation. After visiting a therapist the patient reported improvement with their back pain.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.